Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) has not looked at device, and the customer did not indicate they desired repair. Diligence attempts between fsr and the product surveillance investigator were unsuccessful in determining if customer desired repair or device check. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Per the field service representative (fsr), he recently completed preventive maintenance (pm) on this cardioplegia (cpg) monitor, but the ccp never said anything about any problem. This system is a back-up and has not been used for surgery in years. They use it for training of perfusion students doing clinical studies at (B)(6). Per the ccp: "this was/is only an inconvenience to the ccp running the case and was never a threat for patient harm".

Event description:
It was reported that during the use of the device for a non-clinical activity, the "volume delivered" display resets to zero by itself (intermittent problem). There was no patient involvement.

Manufacturer narrative:
Correction: component code should be (B)(4) monitor, not (B)(4) as reported on the initial MDR #1828100-2015-00671.